Event description:
A malfunction on the pump was reported by the caller, with no notable events occurring prior to the issue. There was no adverse impact on the customer's blood glucose level. The customer was assisted by technical support to replace the pump due to the malfunction occurrence. The customer continued to use the pump for insulin therapy.